Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was disappointed the device never picked up their irregular heart beat. The icm remains in use. No patient complications have been reported as a result of this event.